Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service provider that the lcd touchscreen on the device was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of an unresponsive lcd touchscreen was confirmed. The asp replaced the device's front case assembly to resolve the reported issue. The front case assembly includes a replacement lcd touchscreen, front panel board pca and lcd cable, all of which have the potential to contribute to the reported unresponsive touchscreen issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the front case assembly, however, further component level cause could not be conclusively determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00900-001. Section d4, model #, of the initial medwatch report should have stated: vocsn-vc pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).